Manufacturer narrative:
(B)(4). Information asked for, but unknown or not provided during initial contact. (B)(4) jaws the device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the first firing sequence the left jaw ramp got broken causing a malformed clip. Due to condition of the jaw ramp, the remaining clips were ejected and then, the device locked out as intended. An investigation has been initiated to address the potential root cause of the broken jaw issues.

Event description:
It was reported that during an unknown procedure, the device jammed while using on a patient. The surgeon did not think that he squeezed it too hard. The clip was across a vessel at the time, it got jammed. Surgeon used a diathermy on the vessel to seal it and cut out the device. Unknown how the procedure was completed. There were no adverse consequences for the patient.